Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 515003; batch#: unknown. It was reported by customer that phaseal attached to avanos elastomeric pump which contained fluorouracil, upon pump decontamination it was noted to contain residue of the drug on phaseal blue interior indicating that the med leaked out of inner needle chamber.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, an n35 injector is observed to be disconnected from the c35 connector. White particles were noted on the device. There is no visible damage or other defect identified within the photo to indicate if a leakage occurred or why it may have. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review could not be performed. Based on the available information we are not able to identify a root cause related to our device or manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.